Event description:
Additional information received indicated that the patient was stable post procedure.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that intermittent ventricular capture was observed during a cardiac ablation procedure. None of the troubleshooting attempts were successfully in alleviating the issue. The patient was in good condition and stable during the procedure.